Event description:
It was reported that during an unspecified treatment procedure, a tip fracture occurred. During introduction, outside the patient, the tip of this 2.0x15mm maverick 2 balloon catheter "snapped off before use". The procedure was completed with another maverick 2 balloon catheter. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)